Event description:
A customer contacted beckman coulter inc., (bec) and reported the waste rinse trough was broken away from the bracket of the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to sample results as a result of this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011. The fse observed that the probe rinse cup was broken in half and no longer catching the waste from the probe rinse. The probe rinse cup carries blood and diluent. The fse replaced the rinse cup, and there was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was a broken probe rinse cup. (B)(4).